Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set came apart from the drip chamber. This issue was identified as the nurse was spiking a new IV bag during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual sample was received for evaluation. Visual inspection was performed using the naked eye which observed that the tubing was separated from the drip chamber. Additional inspection observed a lack of solvent was applied to the tubing. The reported condition was verified. The cause of the condition was due to incorrect assembly and lack of solvent on the tubing and the drip chamber during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.